Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell one. The hp stated that the supply bag was loosely connected. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation; however, the loose connection described by the home patient can introduce air into the disposable set and cause the alarm. Should additional relevant information become available, a supplemental report will be submitted.